Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, the customer filled the cartridge with 270 units of insulin. Customer's blood glucose level was 70-250 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.